Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8110 had over infusion. The syringe was set to infuse at 0.9mlh, but it infused at 6.2mlh. There was patient involvement and patient was harmed. Although requested, no specific details were provided on the patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 8110 had over infusion. The syringe was set to infuse at 0.9mlh, but it infused at 6.2mlh. There was patient involvement and patient was harmed. Although requested, no specific details were provided on the patient harm.